Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported as per a patient call that the patient underwent a surgery using the reported cement. Post-op, allegedly, the patient was still experiencing back pain. No more information is available now.